Manufacturer narrative:
(B)(4). The fsr left the system-1 plugged in and turned on overnight to see if the batteries will take a charge or if the batteries are completely dead and require replacing. The fsr returned the following day and determined that the batteries were not taking a charge, so he ordered batteries. He returned and installed new batteries and left the system-1 charging overnight to ensure that the batteries were fully charged. The fsr checked the next day and the batteries were fully charged and battery backup was functioning, preventative maintenance/inspection was completed successfully. The unit operated to manufacturer specifications and was returned to clinical use. The suspect parts will be returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, he discovered the battery back-up failed when the user facility's biomedical engineer (biomed) unplugged the system-1 from wall outlet to move the system to cardiovascular operating room (cvor) for pm. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Per the field service representative (fsr) this unit is used as a back up unit. Sometimes it does not get turned on at all between preventive maintenance (pm). The unit sits in hallway where it gets unplugged without perfusion staff noticing it. Then when they do plug it in they forget that it has to be on to charge. They have not used this base for over a year. Per data log analysis, on (B)(6) 2015 the system was running on battery and after seven minutes did a "depleted battery shutdown, nach = 179, time left on battery = 211 min". This indicates the batteries are bad. The system was powered up next on (B)(6) 2015 (connected to alternating current [a/c] power) and left on until (B)(6) 2015. The next power up was on (B)(6) 2015 and was left on until (B)(6) 2016 when the pm was performed. Battery back-up was never tested and the batteries are most likely bad. During the laboratoray evaluation, the reported issue was confirmed. The batteries were received in severely discharged condition, indicative of improper maintenance. The low voltages indicate likely irreversible degradation of the batteries. A final letter will be sent to the customer to provide feedback of proper battery maintenance. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.